Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint could not be confirmed. The root casue could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the cuff fibers on the catheter were matted down while preparing the device for use. The physician used another device to complete the procedure.